Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the probe received a load. This report is being submitted as a medical device report in an abundance of caution. Please cross reference the following reports: 8010047-2015-00091, 8010047-2015-00093.

Event description:
Three subject devices were used during a laparoscopic hysterectomy. There were some error messages after each device was used about 5 minutes. The probes of each device were broken when the user withdrew the devices. The probe tips fell off outside the patient. The procedure was completed with a different device. There was no patient injury reported. This report is regarding 1 of 3 devices.